Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2367 alarm, which occurred on the home choice (hc) during use, during dwell. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2011 in regards to a system error 2367 alarm and she said she was able to resume therapy after starting over with new supplies. She said she did not notice anything unusual with any of the previous supplies. She did not have a lot number or a sample available. Since then she has been able to resume therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined.baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.